Event description:
A renegade microcatheter was going to be used for therapeutic purposes. Before the procedure, while removing the catheter from the carrier tube after it had been properly flushed, the catheter broke into separate parts. The procedure was completed without complication or intervention.